Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for flow. Biomed discussed that this was indicative of a failed circulation pump and would replace the pump onsite. As per the follow up information received via email on 27-may-2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Biomed discussed that this was indicative of a failed circulation pump. Biomed would replace the pump onsite. Per follow up information received, there was no patient involvement. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required since the reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling review is not required since the reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for flow. Biomed discussed that this was indicative of a failed circulation pump and would replace the pump onsite. As per the follow up information received via email on 27-may-2022, there was no patient involvement.